Event description:
Event description this device was returned to boston scientific due to heart tranplantation. There were no allegations or complaints against the device. Subsequently, this device was pulled from archive for further analysis testing.